Manufacturer narrative:
The complaint device was received and evaluated. The device appears to be old and heavily used. Visual observation confirms the distal tip is broken. This device is made of stainless steel and from past investigations it has been determined that this type of failure can be observed with applying excess force while using the device. Other than this possibility, a root cause cannot be determined. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Based on the complaint history for this failure, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot number is not available. Awaiting device return.

Event description:
During an acl, the distal tip is broken. Additional information received via email from the affiliate on (B)(6). The distal tip broke inside the patient and was removed. The delay was only a few minutes.